Event description:
A user facility reported to olympus, the evis lucera duodenovideoscope forceps elevator wire was cut or frayed. Upon inspection and testing of the customer returned device, the following defects were found, adhesive part of the lighting lens peeled off, and gap in the tip adhesive part, or dirt entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, forceps wire broken, curved rubber adhesive part cracked, adhesive part of the lighting lens peeled off, bending angle is insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the extension of the angle wire, scratches on tip cover, scratches on insertion part serpentine, scratches on the operation part, dirt on the operation part that is difficult to remove due to handling (insufficient cleaning), scratches on the insertion part of the serpentine tube, switch 1 scratched, scratches on switch box, scratches on operation part cover, scratches on the up/down knob, scratches on up/down angle fixing lever, scratches on the right/left knob, scratches on grip, scratches on universal code, universal code crushed, scratches are found on the scope connector side of the universal cord, water cover observed on the electrical connector, scope connector scratched, and scratches on the right/left angle fixing knob. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or device handling. Olympus will continue to monitor field performance for this device.